Event description:
It was reported that after deploying the 3.5 x 18 mm xience v stent a distal edge dissection occurred, which required treatment with another xience v stent. Though requested, no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The device has been rec'd; however, the investigation is not yet complete. A f/u report will be submitted with all relevant info.